Manufacturer narrative:
Additional information has been requested regarding the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Additional products: additional products: heartware ventricular assist system ¿ controller 2.0, model #:1420 / catalog #:1420 / expiration date:31-dec-2020 / serial or lot#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no. Device evaluation anticipated, but not yet begun. Mfg date: 05-dec-2020. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ controller 2.0. Model #:unk/ catalog #:unk/ expiration date: / serial or lot#: unk, UDI #: unk, device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ controller 2.0, model #:unk/ catalog #:unk/ expiration date: / serial or lot#: unk. UDI #: unk. Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Labeled for single use: no. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pins on the controller battery port were dislodged and the indicator light did not work. The patient exchanged the controller to the backup controller and the ventricular assist device (vad) failed to restart with an associated vad stop alarm. The backup controller was exchanged back to the primary controller and the vad did not restart. The patient was admitted to the intensive care unit (ICU) and the primary controller was exchanged and the vad did not restart and the vad stop alarm occurred again. The vad was turned on using the monitor, it would run for 7-8 seconds and then would restart and stop again. The patient is in the ICU and is conscious and their hemodynamics are stable. The patient received inotropic support and the vad was decommissioned. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient was in good conditions and was discharge from the hospital.

Manufacturer narrative:
###A supplemental report is being submitted as additional information has being received for this event. Updated section: b5 desc evt problem updated additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #:1420/ catalog #:1420/ expiration date:31-dec-2020/ serial or lot#: (B)(6) UDI #: (B)(4) h4: mfg date: 05-dec-2019 d1: heartware ventricular assist system ¿ controller 2.0 d4: model #:1420/ catalog #:1420/ expiration date:30-apr-2018/ serial or lot#: (B)(6) UDI #: (B)(4) h4: mfg date: 30-apr-2017 investigation of this event is pending and a supplemental report will be sent upon its completion.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and a correction. Correction: g3: initial aware date = 26-oct-2022. Product event summary: the pump ((B)(6)) and three controllers ((B)(6)) were not returned for evaluation. A review of (B)(6) manufacturing documentation confirmed that associated device met all requirements for release. Visual evidence provided by the site revealed a loose, detached power port one (1) connector on (B)(6), confirming the reported "dislodged controller battery port" event. Log file analysis revealed that (B)(6) was the primary controller in use during the reported event. Review of the alarm log file revealed six (6) vad disconnect alarms and four (4) vad stopped alarms were logged on 25-oct-2022. The first vad disconnect alarm was logged at 17:03:34, indicating a physical disconnection of the driveline from the controller, which corresponds with the initial controller exchange described in the event details. The controller was then powered down at 17:03:35. Review of the controller log files then revealed two (3) controller power up events without motor start events logged on 25-oct-2022 between 17:07:31 and 17:08:10 likely due to troubleshooting. Followed by a third controller power up event was logged at 25-oct-2022 17:08:31, likely due to a controller exchange to troubleshoot the reported vad stopped alarms on the back up controller. A vad stopped alarm was then logged at 17:08:48, indicating a failure of the pump to restart after multiple attempts. This vad stopped alarm was followed by additional vad stopped alarms indicating that the pump failed to restart after several attempts, additional vad disconnect alarms due to a physical disconnection of the driveline from the controller, and an additional controller power up event, likely due to troubleshooting. As a result, the reported failure to restart event associated with a vad stop alarm and "controller battery port dislodged" event involving (B)(6) was confirmed. The reported vad stop events involving (B)(6) could not be confirmed as log files were not available for analysis. Applicable risk documentation and experience with events of similar circumstances were considered, a possible root cause of the reported loose connector can be attributed to improper assembly. CAPA pr00508470 was opened to investigate loose connectors with controller 2.0. The most likely root cause of the observed vad disconnect alarms can be attributed to physical disconnections of the driveline from the controller during the controller exchange and troubl eshooting of the vad stopped alarms. The most likely root cause of the vad stopped alarms can be attributed to failure of the pump to restart after several attempts. (B)(6) was not in scope of fca cvg-21-q3-21. CAPA pr00532915 is investigating pump failures to restart outside the subpopulation of fca cvg-21-q3-21. Additional products: (B)(6), h3: yes h6: img code(s): g04034 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c16, c19 h6: FDA conclusion code(s): d0301, d10 (B)(6), h6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d14 (B)(6), h6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.